Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient reports having several e4 occlusion errors for the past month. Patient reported that on this occasion her blood glucose level rose to 25mmol/l and she collapsed for a few minutes. Her husband brought down her blood glucose levels via pen administered correction boluses. A request was made for the return of the device.